Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation issue occurred. The target lesion was located in an atrio-ventricular fistula in the upper extremity. A 7.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, the balloon would not fully collapse into the sheath during the procedure. The entire sheath were removed simultaneously. No patient complications were reported.